Event description:
The pt reported that the treatment started on (B)(6) 2012. On (B)(6) 2012, the pt reported the symptoms of sensation of throat closing, chest pain, shortness of breath and hives in her mouth. The treating doctor indicated that the pt visited the ER on (B)(6) 2012, but no diagnosis or add'l reports were provided. The treatment was discontinued (B)(6) 2012 and the symptoms disappeared. The treating doctor considered the reported symptoms may have been an indication of an anaphylaxis episode.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specs and the device was used in accordance with labeled indications. This event is being reported, because the treating doctor considered the respiratory problems may have been the indication of anaphylaxis episode. The pt indicated visiting an ER, but no diagnosis or add'l reports were provided. No evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Based on the treating doctor's opinion of the potential anaphylaxis episode and since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.